Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, the nickel busbar tabs at the p2 and p4 pads were loose. The root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective batteries.

Event description:
A us distributor reported that a patient's batteries would not charge.